Event description:
Additional information was received from a physician via a company representative. It was noted that as per a physician the patient's death was not related to the pump.

Event description:
Additional information was received from a health care provider via a manufacturer representative. It was reported that the cause of the patient's death was sepsis.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a patient who was receiving morphine (concentration, dose, and dates of therapy asked, but unknown) via an implantable pump. Indications for use included spinal pain. Medical history included some memory loss before the implant. Concomitant medications included an unspecified blood pressure medication, gabapentin for nerve pain in feet, and an unspecified pill for diabetes. According to the consumer, it never felt like the patient came out of anesthesia after the pump implant. The patient could not urinate, needed a foley catheter, and got an infection. Subsequently, the patient ended up septic, never recovered from it, and never went home from the hospital because they could not walk. The patient died on (B)(6) 2016; it was unknown if autopsy records were available. The death was not thought to have been related to the implanted system or therapy; however, it was related to the pump implant surgery. On (B)(6) 2016, additional information from the office of the healthcare provider (hcp) reported that the last time they saw the patient was on (B)(6) 2015 (previously reported by the consumer as "never went home from the hospital"); the patient was to have been seen in (B)(6) for a refill, but the patient never came in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.